Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had unknown product performance issue. Additional information indicated that this lead exhibited rising capture threshold numbers with no other apparent lead issues. Also, occasional loss of capture was noted due to programming below threshold. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.